Event description:
The wife of a patient called for medical information and additionally reported adverse events. Patient has a total of 11 stents placed in his heart, 9 of which are unidentifiable and implantation dates unknown, 2 of which are identified cypher stents. Patient had one cypher stent placed in an unknown artery for "cad" in 2006. On the same month, patient experienced "stent block up due to scarring". Treatment included hospitalization on the same month at which time a second cypher stent was placed in an unknown artery, and event resolved. In late 2007, patient experienced chest pain. As treatment, on the same month, patient had angiogram performed at cardiologists office. Angiogram determined the need for triple bypass surgery. In 2008, patient was hospitalized for scheduled triple bypass surgery as treatment for chest pain. It is unknown if chest pain has resolved. The patient's physician aware of events.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 303742446-2008-00150. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information was reviewed for restenosis. Additional information will be submitted within 30 days of receipt.